Manufacturer narrative:
A field action was initiated. Reference report number 3009844603-7/21/17-001-r.

Manufacturer narrative:
A field action was initiated. Reference report number 3009844603-7/21/17-001-c.

Event description:
Implant kit serial number (B)(4) contained the components for implant serial number (B)(4). This was identified prior to surgery.